Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the multi-gas unit is giving check water trap error even with a brand new water trap.

Manufacturer narrative:
Manufacturer narrative: biomedical engineer reports the gas unit is giving check water trap error even with a brand new water trap. Biomedical engineer reports they did not receive any nihon koden sample lines with this unit. Determined client was using a non nihon kohden sample line. A new sample line was sent ground to customer service. No further information was received concerning this report. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.